Event description:
It was reported that a patient¿s eye blistered during a thermage cpt treatment. The treatment was performed at frequency of 6.78mhz and energy around the eye at level 2.5. The client complained of pain during the treatment of the upper left eyelid. A few minutes later, blisters the size of rice grains appeared. Ice treatment was immediately provided, which did not improve the condition. Eudrol and mabel were applied to the outside, and ice treatment continued. Though requested, no additional information has been received.

Manufacturer narrative:
The investigation is underway.

Event description:
The doctor who treated this patient has reportedly left the facility. No further event information is available.

Manufacturer narrative:
Correction to h6 health effect clinical codes. Pain and blisters were reported, not burns. The treatment tip and datalogs were not returned for evaluation. The device identifying information was not provided. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. According to the thermage cpt system user manual, pain and blisters are known possible adverse patient reactions to thermage cpt treatment. Typically, the discomfort is temporary during the procedure and localized within the treatment area. Rarely, patients have reported transient aching in the treatment area lasting up to several months. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Due to the lack of available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.